Manufacturer narrative:
The suspect device is not available for return, as it was discarded. No further evaluation can be completed at this time. (B)(4) medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the closed suction catheter (catheter 6fr closed 50/cs) lost vacuum suction power after first use and was unable to remove mucus from the patient, causing hypoxemia. As an intervention, they switched to another closed suction system and patient was in stable condition.